Manufacturer narrative:
We have inspected the qc documents of the last three batches of the affected device shipped to the distributor and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The drill was used for a fixation of the distal phalanx of the toe and no sleeve or additional instrumentation was used. According to the reps statement, the angle/torque was not changed by the surgeon during the surgery. The surgeon fixed three toes simultaneously and on the third the drill broke.

Event description:
It was reported that a cannulated drill broke intraoperatively. Original surgery time unkown. No delay in surgery.